Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): d314vrg ICD ,implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that during the patient's valve replacement surgery the right ventricular (rv) lead's vc (superior vena cava) coil was potentially damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.